Event description:
It was reported the patient's device was explanted. The patient was very happy with her device until january. At that time the patient visited her physician because, she was experiencing "some sharp electrifying stimulation" in her buttock area where her lead was. It was reported the patient had fallen about a month prior. Impedance for contacts 0 and 3 were found to be less than 50. The physician attempted to reprogram around the impedance issue without success. In august the patient returned to her physician's clinic because, her urgency and frequency had worsened. Impedances for contacts 0 and 3 were still less than 50. An x-ray was performed to view placement and no fault with the lead or battery was noted. Additional information received reported the patient also did not feel stimulation. The patient did not require hospitalization due to the event. No patient injury was reported.

Manufacturer narrative:
Product ID, 3889-28 lot# v714946, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) found no anomaly. Final analysis of the lead found no significant anomaly. Lead was stretched 7.5cm from proximal end to complete distal end.